Manufacturer narrative:
The reported issue ¿the infusion finished very early despite a correct setting¿ was investigated. The pump was powered on and the alarm logs were reviewed. There were no relevant alarms identified in the history. The pump was noted to have a cracked rear case upon visual inspection. The pump passed the full performance verification testing including the delivery accuracy test without any errors. The log analysis identified no fault in the pump. No probable cause could be confirmed for the reported pump delivery issue as the pump worked as designed upon investigation. The probable cause for cracked case is defective rear case. In conclusion, the customer¿s complaint of an over delivery could not be verified/confirmed.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump that was reported to finish an infusion very early despite a correct setting. There was no patient involvement, no adverse event/human harm, no death, no delay in critical therapy and no need for medical intervention.